Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the second extension of the helix would not come back into the lead body. The lead was removed and tested on the table where it was observed there was no movement of the helix during the standard fixation/rotation technique. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/ overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.